Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing meals while glucose was below range and out of transmitter range, including announcing dinner at 68 mg/dl and breakfast with a 5-unit dose, with persistent lows around 69 mg/dl; education was provided on avoiding meal announcements when out of range and on treating lows before announcements. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary impact requiring oral carbohydrates and monitoring without medical intervention or hospitalization. Investigation included review of device data and user counseling. Investigation of this case revealed user-related use error with accidental or inappropriate meal announcements while glucose was low and activity after eating that could have contributed to continued hypoglycemia. It was concluded that the event was attributable to user technique, with device function not implicated.